Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bd ventralight st device #1. There is no allegation related to the composix kugel mesh. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch and ventralight st (device #1) on (B)(6) 2012. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventralight st (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective.